Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure punctured my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. In 2009, the patient had essure inserted. In 2009, the patient experienced the first episode of pain ("minor pain"). In 2011, the patient experienced hypoaesthesia ("legs would go numb"), the second episode of pain ("sharp pains in my sides") and pain in extremity ("pain shooting down my legs"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysuria ("pain and pressure urinating"), cyst ("cysts") and pelvic pain ("stabbing pain started in my right side then started in my left really bad"). The patient was treated with surgery (essure was out). Essure was removed. At the time of the report, the uterine perforation, hypoaesthesia, the last episode of pain, pain in extremity, dysuria, cyst and pelvic pain outcome was unknown. The reporter provided no causality assessment for hypoaesthesia with essure. The reporter considered cyst, dysuria, pain in extremity, pelvic pain, uterine perforation, the first episode of pain and the second episode of pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: dysuria, uterine perforation, cyst, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information received from social media: case became legal. Reporter information updated. Events dysuria, uterine perforation, cyst, pelvic pain were newly added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure punctured my uterus") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 5. In (B)(6) , the patient had essure inserted. In (B)(6) , the patient experienced the first episode of pain ("minor pain"). In (B)(6) , the patient experienced hypoaesthesia ("legs would go numb"), the second episode of pain ("sharp pains in my sides") and pain in extremity ("pain shooting down my legs"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysuria ("pain and pressure urinating"), cyst ("cysts") and pelvic pain ("stabbing pain started in my right side then started in my left really bad"). The patient was treated with surgery (essure was out). Essure was removed. At the time of the report, the uterine perforation, hypoaesthesia, the last episode of pain, pain in extremity, dysuria, cyst and pelvic pain outcome was unknown. The reporter provided no causality assessment for hypoaesthesia with essure. The reporter considered cyst, dysuria, pain in extremity, pelvic pain, uterine perforation, the first episode of pain and the second episode of pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: dysuria, uterine perforation, cyst, pelvic pain. Most recent follow-up information incorporated above includes: on 17-aug-2018: this case was identified as a duplicate of case (B)(4) (MFR number 2951250-2015-00751) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.